Manufacturer narrative:
The device has not been returned to olympus for evaluation. The user facility reported that the device would be returned but to date, no device has been received. Olympus is making attempts to gather additional information. If the device is returned at a later date, a summary of the evaluation results will be provided in a supplemental report.

Event description:
The user facility reported that there was no image from the device. The user facility reported this was an out of box failure so there was no patient involvement or harm reported. No additional information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, and h10. Based on the legal manufacturer's investigation results and internal risk summary tool, this supplemental report is to inform that upon further review, this is not a reportable malfunction or a potential event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the phenomenon were to recur.

Manufacturer narrative:
The investigation has been completed. The device was returned to olympus for evaluation. During the evaluation, the reported information was confirmed due to a faulty patient board. The repaired unit was tested and passed all functional tests. No other issues were found during the device inspection. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the sdi device failed because static electricity was applied to the sdi output terminal and its periphery during installation.